Event description:
Reporter alleged obtaining a discrepant blood glucose result of 82 mg/dl on the inform system compared back to back with a result of 42 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that a code of stroke was called on the patient in order for the lab to be drawn because, the patient was unresponsive. No actions were reported taken or treatment received. No adverse events reported. A request was made for the return of the suspect device and replacement product was sent.